Event description:
Medtronic received information that ten months following the implant of this bioprosthetic valve, echocardiogram results revealed central regurgitation and a gradient across the valve (mean 30mmhg). The valve was explanted and replaced with another manufacturer's pericardial valve with no adverse patient effects. Upon explant it was noted that one leaflet was torn and another leaflet was perforated.

Manufacturer narrative:
Product analysis: the device has not been returned to medtronic for evaluation. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.